Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an vaginal repair with uphold lite mesh with capio slim procedure performed on an unknown date. According to the complainant, during the procedure, plastic sheath and arm fell off the uphold mesh when pulling through the ligament. The detached sleeve was retrieved from the patient. The procedure was completed with another uphold¿ lite.